Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button had been sticking for some time. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #2 date of submission 12/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was torn over the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast, ok, and down arrow keypad buttons are intermittently responsive. The ok button contact was found to be inverted. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
Additional information has been obtained from reporter. The reporter contacted animas on (B)(4) 2012, and stated that the up arrow, down arrow and ok buttons were intermittently responsive and hard to press. It was noted that the button symbols were worn. Reportedly, the pump was worn attached to a waistband and the pump was cleaned with paper towel.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.